Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. Based on information provided, no patient harm occurred. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
The complaint reported that, "water cannot be withdrawn within the balloon before use." The device was not used on a patient. No further details have been provided.

Manufacturer narrative:
The device history records for lot# 13vm528516 were reviewed, by the original equipment manufacturer (OEM) and confirmed that the established manufacturing and inspection processes were followed. Retain samples for lot# 13vm528516 were reviewed and examined by the OEM and confirmed that the samples did meet the product quality specifications. A batch record review indicates no discrepancies. This issue will be monitored thorough the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 21, 2016.